Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
The nurse, reported via the sales rep, that they opened a stainless steel screw during an orif humerus procedure. The nurse reported that the screw was inserted over the threaded guide wire and then the guide wire was removed and added that whilst theatre staff were performing x-rays during the procedure, it looked as though the screw was bent. The screw was removed and the bend was clearly visible. It was added that there was no difficulty in inserting the screw and that the pt was young with hard bone.